Event description:
It was reported that the foley catheter had difficulty in water injection. During the pretest the sterile water leaked from the connection between the valve and syringe.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The deformation at the tip of the syringe is the root cause that contributed to the leak; however, the root cause of the deformation is unknown. No failures were found within the supplier investigations. A DHR is not required for this complaint. The labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.